Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube lihep plh 13x75 4.0 plbl gn, tube push off from the non-patient need end occurred thirty-nine (39) times. There was no report of impact on the patient or user.

Manufacturer narrative:
Investigation summary material #: 367884. Lot/batch #: 3257743. Bd had not received samples, but 1 video was provided for investigation. The photos were reviewed and the indicated failure mode for tube push off was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing. The issue of tube push off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube lihep plh 13x75 4.0 plbl gn, tube push off from the non-patient need end occurred thirty-nine (39) times. There was no report of impact on the patient or user.